Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to mfrs and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On 4/24/2008, abbott point of care was contacted by a customer who reported, four days later, at 00:45, an I-stat cardiac troponin I cartridge yielded a result of a 0.86 ng/ml. A sample tested, on the same day, at 00:44, using a laboratory system yielded a result of 0.03 ng/ml. A sample tested, on the same day, at 00:56, using a laboratory system yielded a result of 0.06 ng/ml. A sample tested, on the same day, at 01:07, an I-stat cardiac troponin I cartridge yielded a result of 0.56 ng/ml.